Event description:
Supplemental report is being submitted due to the completion of the investigation on 18 dec 2025. Questions queried 29-oct-2025. Updated on 22dec2025 . 1. Was gaining access to the target site difficult? Yes. 2. Was puncture of the targeted site difficult? Yes. 3. Was gaining access to the target site difficult? Yes. 4. Was force required on insertion of device into scope? No. 5. Was resistance felt while inserting the device through the scope? No. 6. What is the scope manufacturer and model number that was used? Fuji. 7. Was the scope recently service/repaired? No. 8. Was the device used in a tortuous position? No. 9. Are images of the device or procedure available? No. 10. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. 11. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 12. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 13. Did the patient require any additional procedures as a result of this event? No.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2310602 of echo-19 was returned open in its original packaging for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 19th of november 2025. Visual inspection: distal end of sheath examined and observed to be damaged. Distal end of needle examined and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with no issue. Stylet removed from device with no issue. Stylet re-inserted with no issue. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2310602. A review of the manufacturing records for echo-19 of lot number c2310602 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. A potential root cause may be that the scope was in an unfavourable or flexed position, which could have hindered the device's advancement through the scope channel. The instruction for use instructs the user ¿if resistance is encountered on needle introduction, reduce angulation of the scope until smooth passage is allowed.¿ additionally, the needle might have become caught at the end of the scope, making it difficult to exit. Possibly an extra force which can be applied when trying to get the needle out of the scope during advancement could have caused sheath damage and punctured the scope. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: sheath tip damage confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A potential root cause may be that the scope was in an unfavourable or flexed position, which could have hindered the device's advancement through the scope channel. The instruction for use instructs the user ¿if resistance is encountered on needle introduction, reduce angulation of the scope until smooth passage is allowed.¿ additionally, the needle might have become caught at the end of the scope, making it difficult to exit. Possibly an extra force which can be applied when trying to get the needle out of the scope during advancement could have caused sheath damage and punctured the scope. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
User took out the echo-19 and checked the device, confirmed the device is intact. User found out there is resistance while advancing the device into endoscope working channel, user retracted the device out and observed the sheath tip damage and puncture the endoscope. User took a new echo-19 to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.